Event description:
The patient reported pain and swelling at the infusion site (arm) while wearing the pod for between 49 and 71 hours. The patient had to remove the pod due to the pain and noticed an abscess had formed and the skin appeared inflamed. A new pod was successfully applied. The patient visited the emergency room and was prescribed antibiotics and bepanthen ointment for treatment. The patient was released after 3 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.